Manufacturer narrative:
Address line 1 (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation, and no picture could be obtained. However, a video of the event showing the impacted set was provided. The provided video shows that, when the blood pump is running, blood is entering in the replacement tubing of the set at the level of the connection of the replacement line to the access line, then going up to the replacement pump, where it leaked outside the set. Based on this video, the leakage seems to be located at the level of the connection of the pump segment of the replacement line to the support plate of the set. Though this video does not allow determining the exact root cause of the observed leakage, it was likely due to either an improper gluing of the pump segment of the replacement line to the support plate or to a preexisting weakness in that tubing. Under the action of the pump rotor during therapy, this would have led to either a disconnection of the tubing from the support plate or to the formation of a hole on the tubing, causing the blood leakage. No additional information is available.

Event description:
It was reported that a prismaflex m100 set leaked during therapy. The event occurred approximately one hour after the initiation of therapy in the burn unit of the hospital. An alarm was triggered by the prismaflex machine and the nurse realized blood was leaking out of the set. There was no patient injury or medical intervention associated with this event. No additional information is available.